Manufacturer narrative:
One device was returned. Visual and functional testing were performed. During the functional test the distilled water passed through the sample without difficulty, the sample worked as expected. The customer's problem was not confirmed. The root cause was not determined as no problem found. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the clamp was opened, the hose drew in air, despite previously being air-free and flushed. There was patient involvement, but no patient injury. The incident took place right at the start of using the product, involving healthcare professionals, and occurred at the patient's home.